Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was being placed into the patient's right basilic in CT holding. The clinician inserted the sheath over the guide wire without issue. They removed the dilator from the sheath and the midline catheter was then threaded into the patient's vasculature through the same sheath without issue. When it came time to break apart the sheath tabs to begin the tear-away removal process, the tabs broke off immediately. The clinician did not use excessive force to try and break apart the tabs. Once the sheath began to split and no patient death or complications reported.